Event description:
Pt had solex alsius catheter in place in the left subclavian. Rn noted on (B) (6) 2010 night shift that the ns bag hanging -that circulates through the system- was empty with air at around 1900. Rn was then coming in night shift and replaced that whole system. By the end of the night, he noticed leaking at the insertion site. Md was made aware and also made aware on (B) (6) 2010 morning. Decision was made to change the catheter. Old line pulled. No harm to pt. Catheter was in for 5 days.